Event description:
It was initially reported that the pt's device was unable to be interrogated. The site indicated that they were able to communicate with the pt's device the day prior and was going to have an MRI, so they were unable to disable the device. The pt also indicated that she can no longer perceive stimulation during normal mode and magnet activations. Good faith attempts to obtain additional information have been unsuccessful to date.